Event description:
It was reported that the bd luer-lok¿ syringe with attached bd¿ blunt fill needle lacked scale markings. The following information was provided by the client: "cx has a defective syringe (part# 305062) that she needs to return to bd for review. The syringe didn t have ml markings."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with attached bd¿ blunt fill needle lacked scale markings. The following information was provided by the client: "cx has a defective syringe (part# 305062) that she needs to return to bd for review. The syringe didn¿t have ml markings."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.